Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found.   Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿use of bone wax reduces blood loss and transfusion rates after total knee arthroplasty¿ written by kyun-ho shin, jeong-hun choe, ki-mo jang, and seung-beom han published by the knee on july 20, 2020 was reviewed. The articles purpose was to perform a retrospective study with a large number of patients match for medical comorbidities to evaluate the efficacy of bone wax used in combination with transexamic acid. 674 knees (621 patients) were identified to have been implanted with either a attune primary knee or competitor knee and patellas were resurfaced. Of those 674 knees only 202 were selected for the study. Adverse events involved depuy ¿ synthes products: article indicates that of the 674 knees identified 47 patients were identified to have needed a transfusion post op due to blood loss. There is no indication how many of those patients were implanted with an attune primary knee.